Event description:
It was reported by the customer that patient was admitted to the hospital because the catheter could not be removed. No further information was able to be obtained other than the patient went to the hospital.